Event description:
After a turp procedure, the beak of the resecto sheath was found missing during cleaning. Pt scheduled for a cystoscopy on 11/20 and the broken piece was found in the pt's bladder and was removed with no problem.